Event description:
It was reported the ultrasound bronchofibervideoscope exhibited the surface peeling of the probe of the distal end. The issue occurred during service/ maintenance. There were no reports of patient involvement.

Manufacturer narrative:
E1/establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image black out due to damaged ultrasound plug unit and the plug unit is corroded due to water leakage. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a stress problem was identified in regards to the corroded plug unit and the surface peeling of the probe. In regards to the image blackout, an electrical/electronic component problem was identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.